Event description:
Ellume recall was useless. I was out of the country and could not get a replacement so had to buy different products. When I came back and tried to get replacements they did not reply to my request until now, five months later when I don't have the boxes anymore. "Enough to explain that they just replied saying since you have not responded to us we are to close your case." I tried to call the company and of course it hangs up on you. Completely inappropriate and irresponsible behavior from the company. The recall process is a joke, this company is completely irresponsible, and honestly their ability to do business should be eliminated in the us and they should refund everyone who wasted money with these tests. FDA safety report ID# (B)(4).